Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The main keypad was observed to be worn and was replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that some buttons on their device's main keypad were not working. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.